Event description:
It was reported that an ilet insulin pump displayed repeated ¿unable to proceed¿ messages during cartridge and tubing changes, and a restart did not clear the alert. A replacement device was shipped, and the patient later reported the original pump functioned normally with new supplies, subsequently returning the replacement device. No reported symptoms or adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of device alerts, troubleshooting with cartridge and tubing replacements, device restart, and coordination for device return and data synchronization. Investigation of this case revealed that the alert persisted during initial troubleshooting but normal function resumed when new supplies were used with the original device. It was concluded that the event was consistent with a device malfunction related to insulin delivery setup that was mitigated by replacing disposables, with no patient injury.